Event description:
The MFR received the device with no complaint. Further info is being requested from the hcp.

Manufacturer narrative:
Final device analysis revealed no anomalies found for the neurostimulator. Foreign material was found in the connector ports. The insulation coating and connector block were scratched. The automated test console passed. Final device analysis revealed a reliability non-conformance for the lead. The device failure was related to the event. All the multiple conductor sand wires were broken 6.5 cm from the distal end. The distal and proximal ends were intact and undamaged. The outer insulation was intact.